Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after the infusion site became loose and detached in the shower, with uncertainty regarding how much insulin entered the body despite the system indicating insulin on board; the patient¿s caregiver replaced the site, and a plan was made to verify blood glucose by glucometer and, if markedly elevated, to disconnect from the ilet temporarily and administer a manual injection. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, no use of backup therapy at the time of the call, and no reported ketone testing. Investigation included call center troubleshooting and review of algorithm status with confirmation that insulin delivery was occurring, as well as follow-up to identify infusion set type. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible contribution from a dislodged infusion site and uncertain insulin delivery. It was concluded that the event was user-reported hyperglycemia with indeterminate cause and no clinical sequelae at the time of reporting.